Event description:
Pt reported that stitches from battery replacement procedure site were pulling. She went to her general practitioner for treatment and was prescribed antibiotics for cellulitis. Pt took antibiotics for 10 days and reports that she is now fine.

Manufacturer narrative:
Device was not explanted.